Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low impedance. Both the ra and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 pacemaker, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.